Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported phone call that the unsure if meter was connected to insulin pump. The customer's blood glucose was 54 mg/dl. The product was not returned for analysis.